Event description:
The customer states that elevated patient results generated by the architect c8000 analyzer were released from the lab and questioned by a physician. The customer provided the following initial and corrected results: sodium: initial result - 175 mmol/l, corrected result - 138 mmol/l. The customer stated that no further patient information would be made available. Upon troubleshooting, the customer found a bent r1 probe and is concerned that no error message was generated as a result. The customer replaced the probe and all controls were within specification. The corrected results were then generated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that the device was used during a thoracotomy upper right lobe. The device loaded with a gold reload and the device was fired. The device cut, but the staples did not form properly. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The pt received his scs sys, including an ipg, on (B)(6) 2007. It was reported the device was explanted and replaced as the pt was undergoing testing and treatments for brain cancer. Prior to the explant, the pt had reported some problems charging the ipg. The explanted ipg was returned to the MFR for analysis. No additional info was available.